Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report, when/if product is returned for evaluation or additional information becomes available. Mesh patches implanted in 2003, 2004 & 2005 will be reported in accordance with rae.

Event description:
Attorney reported: patient was implanted with four composix kugel mesh patches on or about the year 2000*; 2003; 2004; 2005. Subsequently, patient suffered multiple conditions including recurrent hernias, infection of the surgical site and bowel obstructions due to the defective patches. On or about the year of 2000 and 2003, patient's mesh patches were removed. *based upon the implant date, the product cannot be a composix kugel mesh. Therefore, the product will be reported as an unknown kugel mesh.